Event description:
The customer reported that they were attempting to send image three to the pacs system and it kept sending image one. To send images to pacs, the desired thumbnail image is highlighted and sent. The saved image differs from the image displayed on the thumbnail. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer was instructed on a software workaround for the reported issue.